Manufacturer narrative:
Technician found the brakes worn. Technician replaced all brake casters to resolve the issue.

Event description:
Technician alleged that the brake casters no longer hold. No pt impact.